Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Customer reported they woke up with a blood glucose of 417 mg/dl and treated with insulin pump. The customer also reported that they had blood glucose of 120 mg/dl. Customer mentioned the alarm did not occur during manual prime. Customer stated alarm was resolved by changing the complete set (infusion set and reservoir). The insulin pump/reservoir will not be returned for analysis.